Event description:
A report was received that stated a nurse received a needle stick. The incident took place at the conclusion of a blood draw using a system with a safety device when she encountered difficulty and was stuck by the exposed needle tip. The nurse had labs drawn consistent with blood exposure.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.